Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone #: (B)(6). (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for clog and npi needle blunt on lot # 8352651. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (pen needle, clog and npi needle blunt) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future, the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the medication is unable to be delivered and needle difficult to operate during use with a bd pen ndl 31 ga 8 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: reports that uses the needles for several years and in the last batch purchased, she has observed the following issues: needle clogged, and difficulty to insert in skin. "It looks like the needle is without lubrication, it's blunt. It has never happened to me before!", reports the customer. Customer does not perform rotation, applies 4 times per day only in her abdomen. She does the flow test, and sometimes she re-uses the needle (the clerk orientated her to not re-use it). The clerk also tried to instruct the customer regarding applying in other body locations; however, the customer was too angry and refused to listen the instructions, arguing: "I'm diabetic for several years and have never had issues with the needles".